Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) procedure, the lens was damaged by the injector that both haptics detached from lens during insertion and the optic stayed in cartridge whereas both haptics was injected in the eye. Additional information has been requested.